Event description:
It was reported leakage was found during catheter flushing with 10 ml nacl 0.9%, no resistance felt and a tear just behind the hub attached. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were abundant throughout the sample. Curved shape memory was observed along the length of the catheter tubing. Abundant kinking and deformation was observed throughout the extension tubing. A partially circumferential split was observed at the luer/tubing joint. Tactile inspection of the sample revealed tensile weakness throughout the extension tubing. Microscopic inspection of the split revealed a dully granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The fracture features were consistent with damage accumulated through material fatigue due to repetitive mechanical stresses such as twisting and kinking. The tensile weakness, kink impressions and deformation were consistent with kinking and pulling of the extension tubing. The location and extent of the damage suggested that securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported leakage was found during catheter flushing with 10 ml nacl 0.9%, no resistance felt and a tear just behind the hub attached. No other information was provided.